Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 407645 implantable pacing lead (B)(6) 2013; 419678 implantable pacing lead (B)(6) 2013. (B)(4).

Event description:
It was reported within approximately a month post implant that the patient presented to the clinic with pain in their left side since implant. When the right ventricular (rv) lead was turned off the pain went away. It was noted that the impedance, threshold and sensing were normal. Also the physician noted that no pericardial effusion was seen on transesophageal echocardiogram. The rv lead was explanted and a passive fixation model rv lead was implanted. No patient complications have been reported as a result of this event.